Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2025. The tubing was detached from hub. Infusion set was used for one day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007967, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007967 was manufactured according to the work instruction (wi) version 115 and manufactured in the line 5 on 01-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4f04744 was manufactured according to the wi version 64 and manufactured in the machine sc04, on 30-jun-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4f04768 was manufactured according to the wi version 7 and manufactured in the machine itl01, on 28-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.